Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had code 45636, took out battery, but still alarming and the battery had the codes 45638 + 45639. The product fault occurred during testing. There was no customer damage reported, the device issue was not related to physical damage/abuse, and there was no delay of therapy. There was no patient involvement.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint that the problem had code 45636, took out battery, still alarming, battery in then codes 45638 + 45639 were verified by functional testing, and the reported issue was not confirmed. Visual and functional testing was performed. The cause is the faulty pwa board cause the issue. Replaced the pwa board. Not available to review for event log /history. Review of service history found no relevant information. The root cause of the event was an anomaly in the program, and it was reset and re-installed. Device passed all testing criteria post repair.